Manufacturer narrative:
The tech found the brake pad missing from the left foot caster. The tech replaced the left foot brake/steer caster to repair the bed.

Event description:
Info received indicates the brake is not holding.